Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a intellanav mifi open-irrigated ablation catheters and a maestro connection box were used in a atrial fibrillation ablation procedure. Intellanav mifi oi was connected recognized by maestro generator, normal impedance was listed (123 ohms) temperature of catheter was low around 25 degrees celsius. When starting the first ablation with a power of 30 watts and flow of 30ml the temperature dropped below 15 degrees celsius, and a d06 temp out of range error was displayed. This error stopped the ablation. All connections were checked and no issues were identified. A second ablation was attempted and the same d06 error occurred. The output was lowered to 25 watts with irrigation of 17ml, temperature stayed above 15 degrees. The ablation catheter, connection cables, and maestro pod were swapped without solving the problem. With a flow of 10ml and power of 30 watts more ablations were attempted but it is not sure if these were effective. Temperature with these settings was around 18 degrees celsius. Isolation of inferior part of left pulmonary valves were attempted and an anterior and posterior line was done. The procedure was canceled due to this issue.